Event description:
Report received of an underdelivery. The customer contact indicated that the event was the result of an operator error in programming the device. In 2004 at 1345, the pump was programmed in the dose calculation mode to deliver 25000 units of heparin in 250ml with a dose of 7 units/hr at calculated rate 0f 1ml/hr instead of the intended dose of 700 units/hr at calculated rate of 7ml/hr. Reportedly, at 1950, the error was noted and the physician was notified. The pump was removed from clinical service and therapy was resumed using a replacement device. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.